Event description:
It was reported by the patient that ther band was removed due to band erosion in (B)(6) 2010. Xrays were done which showed an erosion. The patient reports doing fine with no other complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
Spoke with the patient on (B)(6) 2010 and obtained additional information. Per the patient, she had three fills prior to band removal. She reports doing fine for the first year or so and then began to see a decrease in weight loss and began to have pain in lower stomach and pelvic area. She sought medical advice from several doctors with no diagnosis. Patient states that in (B)(6) 2010, she ate a few peanuts and immediately had severe pain. Patient went to the ER and the ER staff related the pain to diverticulitis. The pain continued and the patient states going to her primary care physician (pcp) two days later. The pcp contacted the implanting surgeon who advised to have the patient transported via ambulance to hospital in (B)(6) where she was admitted. The band was removed the band along with one-third of the stomach due to tissue necrosis. Drainage tubes were placed and the patient remained in the hospital for seven days. The patient states that she continues to have some stomach pain, but getting better with medication taken prior to eating.